Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the ventrical output socket is damaged. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: initial analysis confirmed the reported event, the ventricular connector was broken. It was also noted that the upper case, side bail covers and ring cover were broken, the ring bail was bent, the main printed circuit board (pcb) was out of electrical specification and the encoder flex was out of specification with mechanical traces shifted. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that supercaps failed in-circuit, and the battery removal test failed. Once both capacitors were replaced the battery removal test passed. Conclusion: confirmed battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.